Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 4 and 24 hours and there was no reported impact to patient's blood glucose levels.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no damages or defects were found that would contribute to the device not deploying. The downloaded data shows that no alarms, timeouts, or drive stalls were generated during the run that would indicate the device struggled to deliver insulin.